Event description:
The user noticed a water leak coming out from the bottom of the elecsys 2010 rack analyzer and was dripping onto the cart the analyzer was setting on. User said the leak continued when the water container was removed from the analyzer. The instrument operator or lab personnel was not harmed and there were no patient samples involved in the event. The field service representative found the cause was fluidics failure of the valve body for the water reservoir. He replaced the valve body. Performance tests were performed with no further leaks noted and results within specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
The investigation showed the crack in the water cap (valve body) might have been caused by syswash. The part is recommended to be exchanged every six months during preventative maintenance. No injury due to the fluid was reported by the customer. The cracked water cap (valve body) was replaced.